Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 112: corrupt questionnaires database) has been confirmed. As received, the monitor displayed service code 112 and the questionnaires database was corrupt. Upon evaluation, the monitor exhibited a segmentation fault during a flash memory test and was unable to complete detect and treat testing. The cause of the faults was isolated to corrupt programming. The root cause of the corrupt programming could not be positively identified no adverse event resulted from the defective equipment.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying service code 112: corrupt questionnaires database.